Event description:
Initial report of high impedance was observed during a periodic programming history summary review. High impedance was observed and the device was disabled. At the next office visit, impedance was noted to be ok and the device was turned on. It is unknown if any surgical intervention was taken to resolve the high impedance. No other relevant information has been received to date.